Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that cardiac perforation and pneumothorax occurred during implant. A pericardiocentesis was performed to help manage the perforation and a chest tube was put in to manage the pneumothorax. The lead was repositioned.